Event description:
Edwards received information that a 19mm bioprosthetic valve was disabled after an implant duration of three months and twenty-five days due to severe aortic stenosis and regurgitation. A 23mm valve was implanted in the aortic position using the valve in valve procedure. Initially the gradient was 25-30 mmhg by tee. After the valve was deployed and after stent fracture, the gradient was 7 mmhg by tee and 8 mmhg by direct pressure measurement. The patient was transferred to the cardiac ICU in critical but stable condition. The patient received a ppm on pod #2 and was discharged on pod #3 in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Based on the available information, a definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19 mm bioprosthetic valve was disabled after an implant duration of three months and twenty-five days due to stenosis and regurgitation. A sapien 3 23 mm valve was implanted in the aortic position using the valve in valve procedure. The outcome was reported to be good. No additional information was provided.